Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection with end-to-end anastomosis. According to the reporter: after firing the instrument, the staple could form an anastomosis but the tissue was not completely cut. The surgeon manually cut the remaining tissue, removed the staples and sutured the anastomosis. No patient injury occurred. Operative time was not extended by more than 30 mins. Blood loss over 250cc occurred. Some tissue damage and loss occurred.